Event description:
It was reported that a device was used during an anterior resection. When the device was fired, it was noted that the usual "crunch" sound was not heard. After firing the device it was noted that the device formed an incomplete anastomosis. An add'l 1.5 hrs was spent to finish the case.